Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that an infection occurred post pump implant. The pump was removed and explanted. It was noted that the hcp was now ready to re-implant now that the infection had cleared. The issue was noted to be unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.